Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and that the upstream occlusion (uso) seal was also delaminated. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that there was a damaged downstream occlusion seal and a lightly damaged pca port. There was no patient involvement.